Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The instrument was giving hgb vote outs when the leak was noticed. The volume of the leak was about 2 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a leak at the molded end of the lyse restrictor tubing at feed through fitting ff82. While cleaning the instrument the fse found that the leak had corroded the lamp plug of the hgb cuvette and the instrument was not giving hgb results. The fse reattached the tubing and the instrument ran without any leaks. The fse replaced the hgb cuvette assembly and the instrument gave proper hgb results. The repairs were verified per established procedures. (B)(4).